Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The port of an intravia container came off while mixing a paralytic drug. The issues occurred while mixing the drug into the bags and subsequently all stock of this drug was used up (mixed into the bags). Therefore, a different/second paralytic had to be used instead. As a result, the patient experienced a delay in paralytic treatment for ventilation control. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection was performed using the naked eye and it was observed that the injection site was not securely attached to the membrane tube. A functional pull test was performed, which confirmed that the injection site was loose from the membrane tube. The reported condition was verified. The cause was determined to be a manufacturing issue. It was also observed that there was a needle puncture in the port, which was likely to have been caused by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.